Event description:
Poor sensing and high threshold detected on hm, fluoroscopy revealed lead was dislodged. Rv lead was explanted, new lead has not yet been implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.